Event description:
It was reported that the pt had experienced increased pain in 2009. The pt underwent a pump refill 3 months later, at which time a 5% dose increase was programmed. The pump contained fentanyl, bupivicaine and clonidine. The pt "felt it all at once", and had a motor vehicle accident. The pt contacted the hcp at about 3 months later, and reported that after the pump refill 3 months prior, she had passed out or fainted and swerved to avoid hitting a tree, which resulted in the car rolling three times. The pt was seen after the incident, and the medication was decreased. Imaging studies were also done, which showed that the catheter was kinked and the hcp was unable to draw fluid through the catheter. The pt was referred back to the implanting hcp. The pt subsequently underwent surgery for catheter revision. When the catheter was disconnected from the pump, no cerebrospinal fluid flow was noted; a new catheter was implanted. There were cuts noted in the catheter from the removal procedure.

Manufacturer narrative:
Analysis results of the returned catheter segment were not available at the time of this report. A f/u report will be sent when the analysis is completed.